Event description:
It was reported by the rep the device was used during a laparoscopic nissen fundoplication. It was reported the gasket on the trocar split after one insertion of the 5mm scope. 6/12/1998 the surgeon replaced the trocar with another reusable trocar. There was no consequence to the pt.